Event description:
It was reported that the pt experienced pain on the opposite side of treatment following spinal surgery. A cat scan revealed that the rod and securing screw were 4mm out of position. Revision surgery found the rod was bent.

Manufacturer narrative:
No conclusions can be made at this time. Examination of the returned rod found a bend in the mid section of the rod. The bend appears to align with the head of an implanted pedicle screw. Review of the device history record found processing of the lot met specification requirements. No other complaints of this nature have been reported. The cause of rod bending cannot be determined.